Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd posiflush¿ sterile field (sf) saline syringe, in 10ml syringe, the syringe barrel was dented. The following information was provided by the initial reporter: sterile syringe in vad access kit was dented.

Event description:
It was reported that prior to using a bd posiflush¿ sterile field (sf) saline syringe, in 10ml syringe, the syringe barrel was dented. The following information was provided by the initial reporter: sterile syringe in vad access kit was dented.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 306553 and lot number 1118536. The review revealed two potentially related non-conformances during the production process that could have contributed to the reported incident. However, all product associated with the detected non-conformances was held for inspection and any affected material was scrapped per procedures. At this time, neither a physical sample nor a picture sample has been received to further investigate the reported issue and determine a manufacturing related cause.